Event description:
It was reported that the patient¿s ilet device screen was cracked, consistent with a hardware damage complaint involving the display component, and a replacement device was arranged. Symptoms included no reported alerts, alarms, or adverse clinical effects. Outcomes included continued diabetes therapy using the patient¿s cgm and planned transition to the replacement device. Investigation included service triage with verification of the serial number, data sync instructions, device shutdown guidance, and return of the damaged unit for assessment. Investigation of this device revealed physical damage to the device screen with no indication of functional alarm issues or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was user-handling¿related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.